Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to venous insufficiency and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and perforated through the ivc. Furthermore, it was alleged that the filter struts are embedded in the ivc wall below the renal veins. The device and filter struts have not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight years and four months post deployment, the patient was scheduled for ivc filter retrieval due to the ivc filter demonstrating two fractured legs in the inferior vena cava and one fractured leg in the anterior mediastinum. The main body of the filter with all the legs that were not fractured was grasped and successfully removed without difficulty. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Additionally, the investigation is unconfirmed for retrieval difficulties as the filter was removed without difficulty. Per the medical records, the filter was implanted prior to gastric bypass surgery. Therefore, it is possible that the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to venous insufficiency and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and perforated through the ivc. Furthermore, it was alleged that the filter struts are embedded in the ivc wall below the renal veins. The device and filter struts have not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes post filter deployment, an x-ray of chest was performed, and the study showed that there is a linear metallic fragment projected over the heart anteriorly, suspicious for a displaced fragment of the inferior vena cava filter. After four days, an x-ray of abdomen was performed for evaluation of inferior vena cava filter. The study showed that there was a change in the inferior vena cava filter and there was clearly one leg fractured on the right and a second leg was bent far superiorly and was likely also fractured. Also, overall, currently 11 legs of the filter were identified and two of which appeared to be fractured. Previously there were 11 legs by count when compared to the previous study, a missing leg of the filter be possible filter fracture fragments which could be displaced in the heart or lungs. After one month, a computed tomography of abdomen and pelvis was performed for fractured inferior vena cava filter. The study showed that an inferior vena cava filter is present, and one limb of the filter was directed in the cephalad direction and appeared extraluminal. Also, three limbs appeared extraluminal directed in a normal manner, in a caudal direction. Therefore, the investigation is confirmed for the alleged material deformation, filter limb detachment and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to venous insufficiency and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and perforated through the ivc. Furthermore, it was alleged that the filter struts are embedded in the ivc wall below the renal veins. The device and filter struts have not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.